Manufacturer narrative:
Date of death is approximate. Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not do what it was supposed to do. The patient was undergoing surgery for treatment of an aneurysm in the left intracranial terminus it was reported that the pipeline was used with no issues reported intra-op, and the patient did well post-op. However, the aneurysm bled two days later and the patient passed away. No additional information was reported.